Event description:
It was reported that a device was used during a low anterior resection. The surgeon noted that the instrument did not fire as usual. When the device was removed the surgeon noted that there was a lateral defect in the anastomosis which had to be hand sewn. The event also resulted in 250 cc extra blood loss and 60 minutes extra surgery time.